Event description:
It was reported that an arthroscopic blade emitted metal shavings during the procedure. It was confirmed that all of the metal shavings were removed. There was no patient injury reported by the user facility.

Manufacturer narrative:
(B)(4). After the initial report was filed, the user facility confirmed all of the metal shavings were easily removed with irrigation. It was confirmed that there was no patient injury.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions for an evaluation. Pictures and labeling were not provided either. At this time, all device information is unknown. Multiple attempts were made to determine if shavings were left in the patient and that information is unknown as well. History of past complaints has shown the emission of metal shavings from arthroscopic shavers or burs is attributed to "side-loading" of the device. Stryker sustainability solutions' instructions for use warns against side-loading. "Do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that an arthroscopic shaver or bur emitted metal shavings during the procedure. It is unknown if any shavings remained in the patient.